Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain") and pregnancy with contraceptive device ("miscarriage") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed any essure conformation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, live birth in 1998, live birth in 2003, live birth on (B)(6) 2005, live birth on (B)(6) 2007, multiple caesarean sections (post 3 prior c-sections), miscarriage, asthma and bipolar disorder. No CT evidence of intracranial hemorrhage, mass-effect, midline shift or hydrocephalus ,no evidence for parenchymal or extra-8xjal hemorrhage ,no acute intracranial pathology. Concurrent conditions included obesity, uterine bleeding, glaucoma since 2014, seizure since 2016, hypertension since 2014, atherosclerosis since 2014, vomiting, nausea, abdominal distension, anxiety, atrial septal defect, multiple allergies (aka), mood disorder, dizziness, pericardial effusion (small pericardial effusion), loss of consciousness, syncope, parity 4, pain menstrual since 2007, weakness, chest pressure, uterine enlargement (with probable posterior fibroid. Otherwise unremarkable pelvic sonography follow-up imaging may be helpful if clinical symptoms persist.), uterine bleeding, anesthesia (general with duramorph) and bicornuate uterus. Concomitant products included morphine sulfate (duramorph) for female sterilisation. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain,lower bottom of belly"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2014, 6 years 3 months after insertion of essure, the patient experienced anaemia ("blood or heart disorder/condition:anemia"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), device deployment issue ("essure wasn't placed in right due to a curve in my ovaries or something to that nature"), migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (supracervical hysterectomy) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, device deployment issue, migraine, headache and anaemia outcome was unknown, the pelvic pain and abdominal pain was resolving and the menorrhagia, vaginal haemorrhage, dyspareunia, alopecia and weight increased had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, alopecia, anaemia, device deployment issue, device dislocation, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, abdominal pain, headache. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received. Event added per pfs: abnormal bleeding (menorrhagia), migraines / headaches, anemia, migration of essure device, abdominal pain, lower bottom of belly, essure confirmation test not conducted.. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain") and pregnancy with contraceptive device ("miscarriage") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device deployment issue "essure wasn't placed in right due to a curve in my ovaries or something to that nature" and device monitoring procedure not performed "she did not performed any essure conformation test". The patient's past medical history included multigravida, live birth in 1998, live birth in 2003, live birth on (B)(6) 2005, live birth on (B)(6) 2007, multiple caesarean sections (post 3 prior c-sections), miscarriage, asthma and bipolar disorder. No CT evidence of intracranial hemorrhage, mass-effect, midline shift or hydrocephalus ,no evidence for parenchymal or extra-8xjal hemorrhage ,no acute intracranial pathology. Concurrent conditions included obesity, uterine bleeding, glaucoma since 2014, seizure since 2016, hypertension since 2014, atherosclerosis since 2014, vomiting, nausea, abdominal distension, anxiety, atrial septal defect, multiple allergies (aka), mood disorder, dizziness, pericardial effusion (small pericardial effusion), loss of consciousness, syncope, parity 4, pain menstrual since 2007, weakness, chest pressure, uterine enlargement (with probable posterior fibroid. Otherwise unremarkable pelvic sonography follow-up imaging may be helpful if clinical symptoms persist.), uterine bleeding, anesthesia (general with duramorph) and bicornuate uterus. Concomitant products included morphine sulfate (duramorph) for female sterilisation. In 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("abdominal pain,lower bottom of belly"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2014, 6 years 3 months after insertion of essure, the patient experienced anaemia ("blood or heart disorder/condition:anemia"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (supracervical hysterectomy) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, migraine, headache and anaemia outcome was unknown, the pelvic pain and abdominal pain lower was resolving and the menorrhagia, vaginal haemorrhage, dyspareunia, alopecia and weight increased had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, alopecia, anaemia, device dislocation, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, abdominal pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, live birth in 1998, live birth in 2003, live birth on (B)(6) 2005, live birth on (B)(6) 2007, c-section and miscarriage. Concurrent conditions included obesity. In 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and device deployment issue ("essure wasn't placed in right due to a curve in my ovaries or something to that nature"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device and device deployment issue outcome was unknown and the menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, alopecia and weight increased had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, alopecia, device deployment issue, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Historical condition, concomitant disease and laboratory data were added. Updated suspect drug indication. Added event abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, hair loss, abdominal pain, miscarriage. Updated events and onset date. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.